Event description:
The customer reported to philips that the unit has an error code of 90008. The customer said the patient connector looks worn. There was no patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: the customer called the philips call center again on (B)(4) 17 and stated that the patient connector has been replaced as in previous advised which it didn't fix the issue, both the connector in the paddle tray are in good shape. The philips response service engineer (rse) advised cu to replace power pca and provided part number: (B)(4) pacing. There was no further call back from cu or pca as the cause of failure was not determined to be caused by outside normal and site regarding issue since (B)(4) 2017. Philips cannot rule out a malfunction of the power expected. No systemic problem could be identified and no further action is warranted at this time.